Event description:
It was reported that the patient with this right atrial lead was scheduled for a system explant due to an infected device pocket. The incision site was noted to be open with hardware exposed. The patient presented in cardiac arrest to the emergency room prior to the scheduled procedure and expired. The physician does not believe the patient's death was related to the localized pocket infection.